Manufacturer narrative:
(B)(4) 2015 a medtronic representative, following-up at the site, reported the navigation system did not have tools 21 and was running on tools 16. Once the medtronic representative updated the system, the issue was resolved. The system is functioning normally. (B)(4) 2015 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. -no further issues have been reported.

Event description:
A medtronic representative reported that, while in a spine procedure, doing t3-t11 reconstruction, when selecting mas driver, verifying and putting on a screw, the end of the screw appeared 1 inch higher than it actually was. When a doctor was putting the screw to the bone, it appeared on the skin. The surgeon tried switching to rmas, which did not solve the issue. The surgeon opted to continue and completed the procedure with the use of the navigation system. There was no impact on patient outcome.